Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 390 mg/dl. Prior to the event, the patient experienced chest pain and could not bring the high blood glucose level down. The customer was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the supplemental report; corrections have been made to sections on this report with updated device evaluation codes and device analysis notes. The insulin pump had intermittent button response due to flattened and creased dome switch on the up arrow button.